Manufacturer narrative:
Additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis with a damaged keypad and overlay, scratched lens, and bubbled downstream occlusion (dso) seal. Event log history was performed and indicated that high alarm displayed: downstream occlusion was recorded in history. During analysis, the reported issue was able to be duplicated. Service will replace the dso sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received that during testing of this smiths medical cadd solis vip pump, the pump exhibited downstream occlusion error due to sensor going out. No patient involvement reported.